Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver an unknown drug. The indication for use was non-malignant pain and chronic low back pain. It was reported that the device was explanted two weeks after implant because of meningitis. Further follow up was done to determine if any diagnostics were performed and what drug was in the pump at the time of the event.